Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the pulse generator was programmed to voo mode at 60 beats per minute; part way through the procedure the device temporarily exhibited high pacing rate and then went back to programmed settings. The patient was asymptomatic to the event. The device was implanted.